Event description:
Legal claim alleges that patient sustained damages due to his asr hip implant; however, no further information was provided. There was an indication that patient has been revised, but the date was not mentioned. **update** (B)(4) 2012: litigation documents were received. Litigation alleges that the patient suffered great pain, immobility, disfigurement and excessive levels of chromium and cobalt. There is no new information that would change the outcome of the investigation.

Event description:
**Update**(B)(4) 2013 - sales rep reported revision. There is no new information that would affect the outcome of the investigation.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: trochanteric bursa full of fluid and a cystic lesion; significant amounts of serous fluid, necrotic tissue, tissue with a grayish metallosis, and pseudotumor; necrotic tissue and osteolytic tissue at the proximal femoral region; significant amounts of pseudotumor with necrotic tissue and metallosis invading the iliopsoas region; osteolysis. The information received does not change the outcome of the MDR decision.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.